Manufacturer narrative:
Date of birth not provided. Weight not provided. Additional PMA/510(k) number k013227.

Event description:
Doctor indicated non integration with aspiration.

Manufacturer narrative:
The doctor indicated non integration with aspiration. Additional information received on january 17th, 2018 from the subsidiary confirmed that the reported event is only non integration, and aspiration was indicated by mistake. No aspiration actually occurred.

Manufacturer narrative:
Visual inspection and dimensional verification of the actual product was performed. It was reported the implant failed due to non-integration. Implants are required to be sterilized prior to being released for distribution. Dimensional measurements were within acceptable tolerances for release. The inability to integrate can be affected by numerous factors, including but not limited to, patient anatomical morphology, implant technique, conditions and location, implant size, patient oral care, and pre existing conditions. (B)(4).